Event description:
A complaint was reported regarding a cracked or shattered touchscreen on a customer's pump. The distributor, dinno santé, was notified about the issue. There was no adverse impact on the customer's blood glucose level as there was no information provided about blood glucose values. The pump was returned to the distributor for inspection and, upon testing, was found to start, but the screen remained broken and black. A replacement pump was issued to the customer.